Event description:
Dentist placed implant on (B)(6) 2013 in tooth #19. Restored on (B)(6) 2014. Patient called stating crown felt loose. The implant was totally surrounded by tissue migration and explanted completely.